Manufacturer narrative:
Updated h6. The device was not returned for evaluation. The complaints for valve alignment difficulty or inability using fine adjust and valve dislodged off balloon during withdrawal through sheath were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use and training manuals revealed no deficiencies. As reported, "as the team was mounting the valve onto the balloon, it was not captured on live fluoro, and when they did the fluoro it was noted that the valve had been advanced too far and was near the tip of the nose code". Per the training manual: "slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap" and "warning: do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment." In this case, the user performed fine adjustment manipulations without properly visualizing the relative position of crimped thv with respect to the va markers, which caused the valve to become aligned too distally on the inflation balloon. As such, available information suggests that use error (over-rotation of fine adjust, inadequate visualization) may have contributed to the valve alignment difficulty or inability using fine adjust. As reported, "they carefully pulled the valve against the tip of the esheath and slowly backed the system through the iliac into the external iliac artery. As they neared the proximal aspect femoral artery, the valve was dislodged completely from the tip of the delivery system but remained on the wire". It is possible that the improperly aligned thv (too distal, sitting over tapered balloon end) promoted the dislodgement by causing the valve to slip off the tapered balloon profile during system retrieval. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (valve aligned too distally) may have contributed to the valve dislodging off the balloon during withdrawal through sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), post implant of a non-edwards (ew) surgical aortic valve replacement (savr) that was failing due to stenosis, the team planned to implant another non-ew valve, however they attempted multiple times to cross the stenosed savr and were unsuccessful. After those multiple attempts, it was decided to convert to a 20mm edwards sapien 3 ultra. They successfully exchanged the non-ew sheath for a 14fr esheath plus and advanced the 20mm sapien 3 valve into the straight portion of the aorta. As the team was mounting the valve onto the balloon, it was not captured on live fluoro, and when they did the fluoro it was noted that the valve had been advanced too far and was near the tip of the nose code. The team discussed trying to deploy the valve in the abdominal aorta, but due to the valve being over the nose cone they determined that would not be feasible and the best way to attempt to remove the valve was to pull the system as far into the iliac/femoral artery as feasible to see if they would be able to get it successfully removed via the femoral artery access or via cutdown. They carefully pulled the valve against the tip of the esheath and slowly backed the system through the iliac into the external iliac artery. As they neared the proximal aspect femoral artery, the valve was dislodged completely from the tip of the delivery system but remained on the wire. The delivery system was removed and an 8mm peripheral balloon was advanced through the valve. The 8mm balloon was inflated past the valve and used to help keep the valve against the tip of the esheath as they attempted to remove the entire system (esheath/valve/balloon) together again. After multiple attempts they could not get the valve past the proximal femoral artery and the surgeon did not feel it was in a location that it could be removed via cutdown. They removed the 14fr esheath and inserted a 22fr sheath, followed by a 24fr sheath to try to advance over the valve to help with removal. They were able to get the 20mm valve into the 24fr sheath, but as they were removing the system together the valve was readvanced out of the sheath on the wire, and they were no longer able to re-sheath it. Multiple attempts were made to advance the valve higher up in the iliac artery or abdominal aorta to try to deploy it, but the valve would not advance. It was determined they would leave it in the right femoral artery and dilated it with a 8mm peripheral balloon and placed a covered stent at the end of the procedure through it.